Manufacturer narrative:
Lot history record review: the catalog number and lot number were not reported. A ship history was conducted and showed the following lots had been shipped to the complainant: catalog number 20400101 / possible lots 081106 and 080911. Review of returned sample: the sample was not returned for evaluation. Conclusion: this complaint is currently under further investigation. A follow up report will be submitted. Frequency has increased but the severity of this event is not greater than usual.

Event description:
For the fourth and final sequence, the patient experienced an episode of supraventriicular tachycardia (svt). The episode was of moderate intensity and was controlled by drug therapy and resolved in 15-20 min. At that time the fourth and final sequence was initiated and completed without incident. The patient was kept overnight and released to home the following day. The patient's family felt she had deteriorated over the weekend and brought her back 72 hours after the (B) (4) procedure, and she was readmitted. The family had transferred her care from the hospital staff to a private group of gastroenterologists. He suggested that she may have hepatorenal syndrome and proposed inserting a drain into the gallbladder to alleviate the bilirubin issue and dialysis to allow renal function to slowly return to normal. His proposal was not accepted by the outside gastroenterologists as they had suggested the family to consider hospice. The patient was placed on hospice care and died 2 weeks later (21 days post (B) (4)).